Event description:
The following was provided via patient medical records: on (B)(6) 2005: patient underwent laparoscopic ventral hernia repair for hernia, which developed following hysterectomy using bard composix kugel hernia patch. Repair was close to previous tram flap mesh placement. On (B)(6) 2007: abdominal pain in relation to incisional hernia, patient underwent another hernia repair with marlex mesh; during repair physician identified several other hernia lateral as well as inferior. One hernia was stitched and marlex mesh was placed over second hernia with some overlap to stitched hernia. On (B)(6) 2007: patient presented with infected seroma and cellulitis; incision and drainage of seroma. On (B)(6) 2010: patient underwent ventral hernia repair with intra-abdominal placement of bard composix kugel patch and removal of previous kugel mesh, lysis of adhesions. During surgery it was noted that there was incarcerated loop of small bowel between two pieces of previously implanted mesh. Repair with large composix kugel hernia mesh to accommodate multiple hernias.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The medical records also indicate that the patient had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event.